Manufacturer narrative:
Age at the time of event was reported as 'adult'. Additional information was received stating the medication infused was the chemotherapy cisplatin. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The pump's operator manual instructs the user to enter the duration of infusion therapy in "hr:min" on the display screen. Whenever the user is prompted to set the duration, the pump displays "time hr:min". Therefore, the product labelling provided by the manufacturer adequately instructs the user on how to set the duration of intravenous (IV) infusion therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a programming issue during therapy (medication, dose, programmed amount and delivery rate unknown). It was stated, "a nurse was programming the sigma spectrum pump. The time of infusion was supposed to be 2 hours 30 minutes (150 minutes). The nurse typed in 150, thinking minutes. The pump was actually programmed for 1 hour 50 minutes. Infusion finished 40 minutes early. Hospital investigation found the time in ehr is either in minutes or hours. The time on the pump is hours:minutes which they say contributed to the error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.